Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer disconnected and reconnected from the site and resumed insulin delivery.